Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ( "add gel" message in the absence of a prior gel release) was confirmed. As received, the belt failed the te recognition test. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from strain relief and the solder joint at the rear pulse wires in the dn was broken. The cause of the failure was a broken solder joint. The cause of the broken solder joint was the pulled cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A zoll distributor returned belt sn (B)(4) and reported that a patient experienced an "add gel" message in the absence of a prior gel release.